Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in the emergency room. Device interrogation revealed that the right ventricular lead had a quick rise in impedance and the implantable cardioverter defibrillator was under battery advisory. The lead was capped and replaced and device was explanted and replaced on (B)(6) 2018. Patient was stable post procedure.